Event description:
The physician placed a cook endoscopy flow 20 percutaneous endoscopic gastrostomy tube. After placement of the feeding tube, the bolster was reported to be "too tight" at the abdominal incision site. The medical facility alleged that this contributed to an infection at the incision site. The nature of the infection was reported to be necrotizing fascitis. The incision site underwent debridement, and the gastrostomy tube was replaced. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
We could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a preview of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for all general feeding products was conducted. In the past twelve months, there have been no other reported occurrences of the bolster being too tight or necrotizing fascitis. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Necrotizing fascitis is listed as a potential complication in the instructions for use for the cook endoscopic flow 20 percutaneous endoscopic gastrostomy set. Peristomal, wound infection is listed as an additional complication in the instructions for use for this device. After the gastrostomy tube has been advanced into position, the instructions for use direct the user to slide the bolster onto the tube. The instructions for use contain the following warning: "the bolster should rest gently on the skin surface." The position of the bolster (i.e. Tight or loose against skin surface) is under direct control of the person(s) placing the gastrostomy tube. After a review of this info with a clinical personnel, we can advise that placing the bolster in a severely tightened position against the abdominal incision site could have contributed to the reported necrotizing fascitis. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.